Manufacturer narrative:
Pr#: (B)(4). Device eval is pending. UDI #: na.

Event description:
During deployment, the user is questioning the "no shock advised" notification given by the device during deployment.